Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. Per visual inspection on the six (6) units received no unusual condition was observed. Six (6) units leaked on the joint of the tube with the bag. The failure mode reported was confirmed. No other analysis was performed. The root cause of the reported event was found to be equipment failure and procedures not followed. The bag sealer machine was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. The two forms related to the procedures, for registering units with leak were not filling up, as well the method to test the units in both processes was not followed as required, forcing the equipment to release parts with potential leak condition. By the date that is investigation report is documented, there was an internal CAPA opened to address this reported condition.

Event description:
It was reported that leakage was found during the inspection process. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08045 is no longer considered reportable, please disregard any MDR reports associated with it.